Event description:
A customer reported experiencing a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. The customer followed the proper load technique, successfully loaded a new cartridge, and resumed insulin therapy, resolving the issue.